Event description:
At a pump refill session, the expected medication volume was 4 ml; the actual was 8 ml. Two weeks later, the expected volume was 9 ml and the actual was 18 ml. All programming was correct. No low battery alarm was occurring. The pump delivered baclofen 2000 mcg/ml at 945 mcg/day. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)